Event description:
Event description cpi received information that the tines on this bipolar lead (model 4261) would not affix to the patients' heart. Three days after the implant, an invasive procedure was performed and the physician elected to replace the lead with a screw-in lead. During the procedure, the bipolar lead (model 4269) implanted in the atrium dislodged, this lead was also replaced. Both leads were replaced with model 4269 leads.